Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired one clip and would not advance any additional clips. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Crimp nonconforming. The analysis results of the er320 found that it was received with the crimp non-conforming; therefore, the clips could not be properly fed inside the jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.